Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a key stuck alarm. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
B5: it was further reported that the event occurred during infusion and that the test did not complete. There was patient involvement. One device was returned for analysis. A functional test was performed and the reported issue was not duplicated although history log confirmed. The cause of the reported issue was due to the main board. As a result, the lcd display and flex were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.